Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that there was an infection of the system, since 1 year despite antibiotic treatment. The patient was implanted on (B)(6) 2014 with the leads and extensions being implanted prior to patient enrollment on (B)(6) 2014. The device was explanted (B)(6) 2014 with no modifications of leads and extensions. Patient¿s medical history included parkinson¿s disease; the patient was taking movement disorder and/or psychiatric medications.

Event description:
It was reported the patient had an unknown infection at the stimulator site in the left abdomen that was related to the procedure. Lab results were abnormal; c reactive protein was not normal. It was unknown if a culture was taken and it was unknown if antibiotic treatment was necessary. The patient was given thalidomide and remifentanil. The event was considered resolved without sequelae.